Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right coronary artery (rca). After a nc trek neo rx balloon dilatation catheter (bdc) was prepared with no noted issues, the bdc was advanced to the lesion through resistance and attempted to be inflated; however, during the first inflation the balloon was noted to rupture at 6atm. Therefore, the bdc was removed and a new nc trek neo bdc was used to continue the procedure. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.